Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/20/2014 with the following findings: a review of the pump black box data and history revealed multiple cs 127 call service alarms. During testing, the pump powered on and immediately emitted a cs 127 call service alarm for an illegal battery, and the alarm could not be cleared. The reference voltage measured low at the cs38 component on the printed circuit board. The suspect component was removed, and the voltage returned within specifications. The pump then powered on properly and was exercised with no further alarms.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 127-00cf call service alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).